Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 due infusion set was used on thin / lean body type leading to bent cannula and the patient also had nausea, vomiting and ketones. Patient has taken assistance from hcp and anti-nausea medication and manual insulin injection been taken.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.